Manufacturer narrative:
Citation: havakuk o et al. Steroid therapy and conduction disturbances after transcatheter aortic valve implantation. Cardiovasc ther. 2016 oct;34(5):325-9. Doi: 10.1111/1755-5922.12202. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the effects of pre-procedural steroids and the incidence of conduction defects following transcatheter aortic valve replacement (tavr). The study population included 324 patients (predominantly female; mean age 83 years), 251 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients 2.5% deaths occurred. None of the deaths were attributed to medtronic products. Among all patients adverse events included: left bundle branch block, right bundle branch block, complete atrio-ventricular (av) blocks, new permanent pacemaker implant, aortic regurgitation, valve migration, tamponade, cardiogenic shock, stroke, major bleeding and vascular complication, sepsis, and fibrous tissue in-growth. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.